Manufacturer narrative:
Per -5454 initial report. Additional information, including confirmation on the manufacturer and part no. / lot code of head that was removed with the non-corin stem and reported trinity dual mobility ecima insert, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post-op and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this result does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert after approximately 2 years and 5 months due to loosening of a non-corin stem.

Manufacturer narrative:
Per -5454 final report. Additional information, including confirmation on the manufacturer and part no. / lot code of head that was removed with the non-corin stem and reported trinity dual mobility ecima insert, operative notes, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post-op and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. As there has not been a malfunction or deterioration in the effectiveness of the corin device and as it was only revised due to loosening of a non-corin stem, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this result does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert after approximately 2 years and 5 months due to loosening of a non-corin stem.